Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), its anchor pulled out during insertion. This was detected during a right knee arthroscopic anterior cruciate ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcct. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is not confirmed. -upon visual inspection, it was noted that the anchor of the suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue) was not returned with the device. The sutures were cut, and the eyelet remains attached to the suture. -functional testing was not performed due to the damage to the device. Per dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.